Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure (batch no. 624482) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain and genital haemorrhage had resolved and the psychological trauma outcome was unknown. The reporter considered genital haemorrhage, pelvic pain and psychological trauma to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2008: result not provided. Lot number:624482 manufacturing date:2007-05, expiration date:2009-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-may-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure (batch no. 624482) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy with bilateral salphingectomy). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain and genital haemorrhage had resolved and the psychological trauma outcome was unknown. The reporter considered genital haemorrhage, pelvic pain and psychological trauma to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2008: result not provided. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received-previously reported event injury nos was replaced with new events pelvic pain, abnormal bleeding, psy injury. Lot number added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.